Manufacturer narrative:
(B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported after an ablation procedure where surgery mode was not enabled, the ipg would not connect with external devices. Troubleshooting was attempted to no avail. Surgical intervention may be pending.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported allegation of the patient was unable to communicate with their ipg following an rfa procedure was confirmed. The analysis results concluded the inability to establish communication between the programmer and the ipg was due to the device entering the service application state. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption. The clinician programmer will be unable to communicate with the ipg when this occurs. Per the event details, the ipg was rendered inoperable after undergoing an rfa procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neurostimulation system. As a result of this finding, actions have been taken to prevent reoccurrence.